Event description:
(B)(4).

Manufacturer narrative:
Cause of the failure is still under investigation.

Manufacturer narrative:
Manufacturer narrative: the customer stated all the telemetry departments are having intermittent signal loss at the central monitoring station on multiple patients. The customer complaint was confirmed and the cause of the malfunction was identified. Based on the information provided at the time of the event assessment, there is no indication of patient injury or reportable event as a result of this issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.